Event description:
A device report from (B)(4) indicated a patient in (B)(6) was enrolled in an etn protect study after experiencing multiple surgeries on the right hind foot and arthrodesis of the ankle joint after nonunion. Patient was implanted with a nail and screws on (B)(6) 2011. On (B)(6) 2012, patient experienced dynamisation due to pain and swelling of right foot; the pain was located at two distal locking screws. Surgeon removed the two distal screws, approximately (B)(6) 2012. No further information is available. This is 3 of 3 reports for this event.

Manufacturer narrative:
Explant approximately (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.